Event description:
A distributor in india has reported via a fisher and paykel healthcare field representative that the manometer of a rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, and our knowledge of the product. Results: a review of the service report confirmed that the manometer was not working, due to the manometer scale being out of position. The manometer in the subject device was replaced and the unit passed performance testing. Conclusion: we are unable to determine the cause of the reported event. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in india has reported via a fisher and paykel healthcare field representative that the manometer of a rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.